Manufacturer narrative:
Upon investigation of the actual device used in this incident, the drawer malfunction was due to mini engine failure. A field service engineer replaced mini engine to resolve. The system was functional as intended.

Event description:
It was reported by the customer that a pyxis anesthesia es system mini drawer continuously failing event after a recovery process. The customer had concern about the failure happening during a case. The manufacturer reached out to the customer for additional information regarding the event, but no other information was released. There were no adverse events or injuries reported based on this incident.

Event description:
It was reported by the customer that a pyxis anesthesia es system mini drawer continuously failing event after a recovery process. The customer had concern about the failure happening during a case. The manufacturer reached out to the customer for additional information regarding the event, but no other information was released. There were no adverse events or injuries reported based on this incident.

Manufacturer narrative:
This supplemental regulatory report is being submitted due to a retrospective review conducted through CAPA 10308384. The late submission of this supplemental report is due to the thorough and detailed nature of the retrospective review process. This process was essential to accurately capture all relevant data and ensure the integrity of our reporting. We have included the CAPA reference for the retrospective review in the additional manufacturer narrative section of the FDA form 3500a, as recommended. The following fields have been updated with corrections: b5, g1, h6 and h11. A review of the complaint history for (B)(6) was performed in salesforce which did not locate similar complaints with the same failure mode for this serial number. A review of the device history record for (B)(6) was performed from 07-sep-2022 to 06-sep-2024 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident it was determined that the mini engine was failed. A field service engineer replaced the engine to resolve the issue. The system functioned as intended after the field service engineer troubleshot the device.